Event description:
A customer reported that a dull knife was detected prior to surgery with no patient involvement. Additional information has been requested.

Manufacturer narrative:
No sample has been received for evaluation. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Ny defects, such as damaged tips and cutting edges, are removed form the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).